Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the rupture was attributed to bulky calcification pushing through the aortic root. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral valve deployment, the aortic root ruptured, as a piece of calcium pushed through the root. The patient was converted to open heart surgery, but did not recover. Post balloon aortic valvuloplasty (bav), the patient's pressure remained 60 systolic, but it was attributed to the hypotension. Upon deployment of the valve, a large piece of calcium was seen pushing through the aortic root. The patient's annulus measured 630 mm2 on 3 mensio, with severe/bulky calcification, moderate aortic root calcification, and moderate mitral annular calcification (mac). The sinotubular junction (stj) measured 28x32 with mild calcification. The sinus of valsalva (sov) measured 35mm.